Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-dec-2015, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s ¿wire¿ was replaced last year. When asked the reason for this, the patient stated they had a fall and the wire moved which caused a lot of pain and that the device quit working. This occurred 2 years ago. There were no further complications reported or anticipated (see rd comments/results text field for non-complaint information rule out and general text for non-complaint information rule out/omitted from the event description).